Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were not working and the numbers on their insulin pump were scrolling. It was also found the customer had a battery out limit alarm after replacing the battery. Customer's blood glucose was 13.8 mmol/l. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for twenty four hours all of the operating currents are within specification. All of the buttons are functioning properly, no button error alarm, no unexpected numbers scrolling and no battery out limit alarm noted however, found corroded keypad traces. The insulin pump passed self test. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.